Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer was able to charge the pump with an alternate cable and wall adapter. Customer¿s blood glucose value ranged from 168 to 170 mg/dl.

Manufacturer narrative:
Device not returned.